Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received multiple unspecified alarms during their treatment. The patient was unable to troubleshoot the alarms and cancelled their treatment during dwell one of five of therapy. The patient performed a manual drain to remove the fluid from their fill phase. Upon removing the supplies from the cycler, the patient discovered fluid within the cassette compartment of their cycler. A technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the reported fluid leak. The patient received a new cycler and the peritoneal dialysis registered nurse assisted the patient with setting up their supplies for therapy. After finding a method that worked well with the patient¿s arthritis, the patient was able to continue with therapy without complications. The supplies used at the time of the leak had been discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.